Event description:
It was reported to philips that the geo module was defective. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely and confirmed that the geo module was defective. Upon troubleshooting, found envmv was high at start up. Later, checked and found geo module was defective. The field service engineer (fse) check and diagnosed the defective geo module. The defective part was sent for analysis, for geo module the malfunction could not be confirmed. However, to resolve the issue fse replaced geo module and then downloaded the board software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.